Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results code, conclusion code). The reported event could be confirmed since review of available information and CT imaging does confirm the likely need for a revision surgery. Medical affairs was consulted on the details of this case. According to their review of the information and provided CT imaging, "the tibial component is inserted just below screws from the fibula osteosynthesis. There are discrete signs of loosening with a larger cyst posteriorly, but not to clear signs of loosening. The pe is again not directly visible in the CT scan, but there are also no indirect signs of breakage or loosening. The talar component has some signs of loosening, including cysts an some radiolucence around it. Some artefacts do influence the assessment, but all relevant parts are clearly visible." Based on investigation, the root cause was attributed to a patient factors related issue. The failure was caused by the development of cysts. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.